Event description:
According to the complaint received, the mother of a (B)(6) year old female patient reported that 2 catheters had broken off in the urethra of her daughter the week prior. She was able to pass them out when she urinated on her own. According to the information received, this caused pain and anxiety over future catheterization. The patient was not seen by a doctor or ER.

Manufacturer narrative:
A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. Complaints such as this is a known issue with this product line. The complaints are monitored closely for a forming trend and reported to production unit management on a regular basis.